Event description:
Medtronic received a report that the tip of the pipeline could not be deployed after it had reached the location it was to be placed. The pipeline was removed, and a replacement device was used successfully. The patient did not experience any injury or health damage. Postoperative findings showed no problems. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, spindle-shaped aneurysm located in the c4 segment of the left internal carotid artery. The max diameter was 18mm, and the neck diameter was 7mm. The patient's vessel tortuosity was moderate. The landing zone was 4.5mm distal and 4.9mm proximal. Dual antiplatelet treatment was administered. Ancillary devices include a phenom 27 microcatheter, navien 5fr catheter, synchro select soft guidewire, super arrow flex sheath int roducer, introducer iih angle general use, and asahi chikai round cover.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the product was delivered from phenom 27 and expansion was attempted from the planned placement position, however, the tip could not be expanded at all, so it was collected. Neck diameter of aneurysm (mm): 7 mm with a max diameter of18 mm. Vessel tortuosity was moderate. The device was prepared as indicated in the IFU.